Event description:
Customer reported an issue with the spectrum monitor, which may have affected ECG and spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction including replacing the main cpu board.